Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The button error alarm kept coming up. Customer's blood glucose level was 158 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Unit received with cracked case at reservoir tube and battery tube threads. Unit received with minor scratched display window and stained end cap sticker.